Event description:
A physician has a patient who claims to have had synthes 4.0 mm cannulated screws implanted and the physician notes that the patient may be having an allergic reaction.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.